Event description:
It was reported that during a radio frequency ablation procedure to treat atrial flutter a intellanav mifi open-irrigated ablation catheter there was a leak in the irrigation tubing. After approximately 40 ablations, each lasting a minute, of the cavotriscupid isthmus (cti) a high temperature error occurred. They removed the catheter from the body and inspected the tip but found no issues. The catheter was reintroduced into the body, however, the high temperature error returned. They removed the catheter a second time and increased the irrigation flow to check for an obstruction. No blockage was observed, however, they observed fluid leaking from a crack in the tubing near the catheter handle. A kink in that portion of the tubing had been seen earlier in the procedure. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a radio frequency ablation procedure to treat atrial flutter a intellanav mifi open-irrigated ablation catheter there was a leak in the irrigation tubing. After approximately 40 ablations, each lasting a minute, of the cavotriscupid isthmus (cti) a high temperature error occurred. They removed the catheter from the body and inspected the tip but found no issues. The catheter was reintroduced into the body, however, the high temperature error returned. They removed the catheter a second time and increased the irrigation flow to check for an obstruction. No blockage was observed, however, they observed fluid leaking from a crack in the tubing near the catheter handle. A kink in that portion of the tubing had been seen earlier in the procedure. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. The reported allegation of irrigation failure and high temperature was confirmed, and the root cause for the leak was traced to device design. Separated tubing would prevent irrigation fluid from entering the catheter and proper irrigation would be unable to occur.